Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual device showed that the return line blood header port was broken. The reported condition was verified. The cause of the observed housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of an oxiris set, an external fluid leakage was observed. It was further reported the leak was due to a rapture header of the return port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: unspecified date in november of 2023. Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection observed the reported leakage from the return blood header. The reported condition was verified. A crack at the level of the connection between the blood header and the blood header port was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.